Manufacturer narrative:
The event occurred from june 07, 2022 to july 04, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured date: between october 26, 2021 to october 27, 2021. H10: the device was received for evaluation. Unaided eye visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. No particulate was found in the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.